Event description:
Revision surgery - due to the revision of a (B)(4) product, cause of event still pending response by sales representative.

Manufacturer narrative:
The reason for this revision was not reported. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause could not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Manufacturer narrative:
H3 other text : hospital disposed.